Event description:
The patient had a swan-ganz pulmonary artery catheter that was working appropriately up until the reported event date/time. The cardiac output/cardiac input (co/ci) box spontaneously stopped recording all data from the co/ci box. There was no change in patient condition or any events that lead to the catheter not working. Rn staff attempted to change out the box and cord three times before switching to a flowtrac.